Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported upon the completion of a transcarotid artery revascularization (tcar) procedure, the patient could not move his right arm and was non-responsive. A computed tomography scan (CT) revealed an m2 occlusion and additional information indicated that the stroke was embolic in nature. The patient was transferred to another facility and the patient's current condition is unknown.